Event description:
It was reported that thrombus was noted in the dorsalis pedis during an orbital atherectomy procedure for the liberty clinical trial. The target lesion was a cto lesion that was 200mm in length and located in the dorsalis pedis. The physician used a 6f introducer sheath from an antegrade approach to access the lesion. The physician completed one run at medium speed for 15 seconds in the dorsalis pedis artery. He then performed multiple balloon inflations using an amphirion deep balloon and a trek otw 3.0x20 balloon. Upon completion and removal of the trek balloon, thrombus was noted in the dorsalis pedis. The thrombus was resolved via one final balloon angioplasty inflation using the trek balloon. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.